Event description:
Glenoid fracture during use of 24mm x 0° angled reamer.

Manufacturer narrative:
Fracture occurred intraoperatively during reaming and was addressed by surgeon immediately using bone screw fixation for support/stabilization. The reverse shoulder implantation then proceeded with no further issues.